Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("the essure coil was seen protruding through the uterus/ a metallic essure coil partially extends through the fundus of the uterus near the left cornu") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of allergy (medication allergies: yes, pcn- rash. Hydrocodone: sleep. Environmental allergies: yes, seasonal. Penicillins: skin rashes/ hives. Hydrocodone-acetaminophen- nausea/vomiting/diarrhea), surgery (dilation and curettage of uterus. Hysterectomy, cesarean section, breast implant, cosmetic surgery.) Depression, gerd, herpes simplex, hyperthyroidism, parity 4, gravida ii and obesity. Previously administered products included: protonix [omeprazole], lovenox hp and aspirin [acetylsalicylic acid]. The patient had a family history of stroke syndrome. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy with unilateral salpingectomy and robotic cholecystectomy with firefly done on (B)(6) 2012). The reporter considered uterine perforation to be related to essure administration. The reporter commented: two coils were protruding through the os. The same procedure was performed on the left side again three coils were seen. Lot number provided in source document not visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.652 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: date: on (B)(6) 2013 (as per mr). Description: hysterosalpingogram. Reason for study: tubal+ligation+status. Indication: three images demonstrate bilateral tubal essure devices in position. No tubal filling or peritoneal spills identified. An oblong filling defect seen within the right genu of the endometrial cavity likely represents an air bubble. Conclusion: 1. Both tubes appear to be occluded by the essure devices. 2. Oblong filling defect right genu of the uterine cavity probably representing an air bubble. [Pathology test] on (B)(6) 2021: surgical pathology report: anatomic pathology diagnosis: uterus with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: endometrium: mildly disordered proliferative endometrium no complex atypical hyperplasia or malignancy identified myometrium: adenomyosis, leiomyomata, up to 0.4 cm, serosa: fibrous adhesions, cervix: no dysplasia or malignancy identified, bilateral fallopian tubes: no dysplasia or malignancy identified. History: dysmenorrhea. Premenopausal menorrhagia. Gross: a metallic essure coil partially extends through the fundus of the uterus near the left cornu. Shall defects are on the serosa and endometrium at the fundus. The right essure coil extends through the fallopian tube into the endometrial cavity; it does not appear to extend into the myometrium. [Ultrasound scan] on (B)(6) 2018: examination: us pelvic transabdominal. Clinical history: irregular menstruation unspecified, bleeding, specified in technologist report is "irregular menses". Last menstrual period is on (B)(6) 2018. Comparison: none. Findings: uterus: the anteverted uterus measures 9.8 x 3.4 cm. No focal uterine masses. The endometrial echo-complex measures 5 mm, with 3 mm of fluid within the echo-complex at the c-section scar. Symmetric echogenic structures in the uterine horns are presumably implanted contraceptive devices (query essure). Ovaries/adnexa: the right ovary measures 2.9 x 2 x 1.9 cm. The left ovary measures 3.2 x 3.2 x 2.3 cm. Left ovary contains a 2 x 1.6 x 1.4 cm cyst. They are normal in echogenicity with normal vascularity. Cervix: nabothian cysts are present. Pelvis: no free fluid. Impression: endometrial stripe measures 5 mm, containing a small fluid collection which is most likely physiologic in pre-menopausal women. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records embedded device (10074498) and device dislocation (10064684). The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .non drug treatment updated. Indication added .events uterine perforation added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.